Manufacturer narrative:
Zoll medical corporation evaluated the packaging of the alleged electrode pad and the customers report was not verified. Evaluation of the packaging did show evidence to indicate the electrodes were present at the time of manufacturing. Due diligence confirmed that multiple monitors and detections are embedded within the assembly process to assure electrodes are present in every package. Evaluation of the retained sample confirmed no discrepancies. This report has been closed as unsubstantiated. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) for cardiac arrest, a set of stat- padz was opened and electrodes were found to be missing from the package. A second set was opened, but with the same issue. A third was then opened and was able to be applied onto the patient. Complainant indicated that the patient subsequently expired.